Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a 76-year-old male patient developed post cardiotomy cardiogenic shock following a coronary artery bypass surgery procedure. Va ECMO was initiated and an impella 5.5 was placed. The patient was transferred to a higher level of care. Upon arrival, the impella position was unknown on aic with very flattened aortic waveform flowing 1.4l on p4. The patient returned to the cvor for mediastinal washout and mediastinal chest tube change out for tamponade. No active bleeding was noted. Received multiple blood products. Post operatively, the patient was started on continuous renal replacement therapy (crrt). ECMO was decannulated on (B)(6) 2025 with much improved pulsatility with the impella. A head CT showed a small subacute infarction with eeg showing encephalopathy immediately after ECMO decannulation. During transesophageal echo, the patient became hypotensive requiring additional vasopressor support. There was oozing around all invasive line sites so bivalirudin was discontinued. The patient was noted to have a right ij dvt which was remedied in interventional radiology. The patient went for endoscopy to rule out gi bleed with dropping hematocrit requiring blood transfusion and black, tarry stools. The impella was explanted successfully on (B)(6) 2025 without incident. It is difficult to attribute the adverse events to the impella pump as they could have been secondary to the post cardiotomy shock clinical scenario the patient was in after surgery. This would pertain to the renal failure, anemia, and thrombocytopenia. The small head infarct seems to be secondary to the ECMO decannulation as noted. Most likely, the cardiac tamponade can be attributed to the surgery itself as it was noted that the chest tubes were clotted off.

Manufacturer narrative:
Additional information: per the customer, this device was not collected and unable to be returned for further investigation.

Manufacturer narrative:
Additional information has been provided in b5 (event description). This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional event information states that the bleeding that occurred was caused from coagulopathy and reversed in a timely fashion.

Manufacturer narrative:
Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information were provided in d1 and d4. Upon review, the brand name, catalog, serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.